Event description:
It has been reported to co that the gasket of this device dislodged while attempting to remove the sheath at the conclusion of the procedure. The pt is reported as fine and the device is being returned for co's analysis.